Event description:
During a surgery to implant a 7.0mm cannulated screw, while in the middle of the final turn of the screwdriver, the tip of the screwdriver broke off into the head of the cannulated screw. Reportedly, the guide wire was still in place. The surgeon removed the piece of screwdriver from the head of the screw and he then removed the guide wire. The screw was tightened down and no additional tightening was needed. It was reported an additional 20 minutes was added to the surgery.

Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. Subject device has been received and is currently in the evaluation process. Investigation is on going; no conclusion could be drawn. Without a lot number the device history records review could not be completed.

Event description:
This is 1 of 1 report for complaint (B)(4).

Manufacturer narrative:
Device used for treatment and not diagnosis. The shaft component, part#314.19.01, was made from (B)(4) which is a typical material used to make cannulated screwdriver shafts. This is the 16th complaint for this condition in the entire complaint history and approximately (B)(4) have been distributed since release resulting in an estimated complaint rate of (B)(4) based on sales. This device is used repeatedly so the actual complaint rate based on usage would be significantly lower. The returned device is at least 20 years old, and has outlived its useful life.